Manufacturer narrative:
No additional information is expected at this time as the device remains in service. Should pertinent information become available, this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this patient's ventricular tachycardia (vt)was appropriately treated by this device, however, this was followed by supraventricular tachycardia (svt) and premature ventricular contactions (pvc) resulting in inappropriate shocks that exhausted tachycardia therapy. Device was working as designed and programmed, no adverse effects have been reported. Patient has been started on a beta blocker (sotalol).

Manufacturer narrative:
--